Event description:
It was reported that 2 needles fell off the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip when attempting to screw them in before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer called to report issue with needles as they were falling off the syringe when he was attempting to screw on the needle to the syringe. Customer could not confirm if there was any issue with the syringe or where the issue was coming from. Customer stated he was able to successfully screw on a third needle."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 needles fell off the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip when attempting to screw them in before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer called to report issue with needles as they were falling off the syringe when he was attempting to screw on the needle to the syringe. Customer could not confirm if there was any issue with the syringe or where the issue was coming from. Customer stated he was able to successfully screw on a third needle."